Event description:
The complainant alleged while pacing a pt being treated for third degree brady cardia, the device stopped pacing for about 20 seconds. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.